Event description:
Additional information was received indicating the device was able to be interrogated at an in-clinic follow-up and the device is functioning normally.

Event description:
During a clinic follow-up, the device was unable to be interrogated. Reprogramming of the device is anticipated, however, no further intervention has been performed. The patient was stable and will continue to be monitored.